Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The deployment steps were used out of order. It should be noted that the proglide instructions for use (IFU), suture deployment, step 1: advance device and lift lever to open foot, step 2: depress plunger to deploy needles, step 3: pull back plunger to deploy suture. The reported difficulty appears to be related to the user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code - failure to follow steps and instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide footplate was opened, and the plunger was pulled out prior to pushing it in. There was no needle to cuff connection. The deployment steps were used out of order. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.